Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer experienced this malfunction multiple times and was advised by technical support to use multiple daily injections (mdi) as a backup therapy. A replacement pump with updated software was sent, and the customer received instructions for the transition, including returning the faulty pump within 10 days.